Event description:
A temperature alarm was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully cleared the alarm and resumed insulin delivery, and was advised to monitor the situation and report back if the issue occurred again.